Event description:
The customer stated that she was taken to the emergency room because the insulin pump delivered 100 units of insulin on its own. The customer stated that she was not connected to the insulin pump during a manual prime. Troubleshooting was performed and the insulin pump passed the displacement test. The customer did not feel safe with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.